Event description:
It was reported that during an open extended left hepatectomy, the staples were not deployed on the hepatic vein at the 1st firing. The ivc was clipped so that the blood flow stopped. The prolene was used to suture the vessel to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #529a75. Additional information was provided: the procedure was completed with no problem. The patient¿s condition is getting recovered. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received fully fired with damage on reload deck. In addition, fibrous tissue was found on the surface of the cartridge. No staples remained was noted. No packaging material was returned. During the visual inspection, the reload pan was removed for the visual analysis, and no anomalies were found. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The damage observed in the reload is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The manufacturing record evaluation was performed and identified a issue related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.